Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead and there was an insulation defect on the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event. On (2020-03-09) it was further reported that during the lead revision procedure the replacement right ventricular (rv) lead was attempted and not used as it also had the same problem of t-wave oversensing (twos).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.